Event description:
Rn placed foley from a bard 8 fr. Foley catheter tray. As she secured the urine meter bag she noticed that there was a foreign piece of plastic inside the urine meter bag attached to the wall just under the inlet from the tubing. She sterile exchanged out the bag by breaking the closed system that it is designed to follow the cdc guidelines for prevention of catheter-associated urinary tract infections. Manufacturer response for foley catheter tray, bard latex free temperature-sension foley catheter tray (per site reporter): emailed local rep. 1/31/17.